Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels since (B)(6) 2016 (200-320 mg/dl). Customer stated the suspected cause of high bg was holiday activities, habits, and food. Boluses were used to address elevated bg level. The customer declined to perform troubleshooting with tandem technical support at the time of the call and stated they have an appointment scheduled with their healthcare provider.